Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in south korea, this was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by right trans-subclavian approach. No abnormalities were noted with the sheath or the commander delivery system prior to insertion. During the procedure, the commander delivery system with the crimped valve could not advance and was stuck in the middle of the esheath, so it was decided to remove the commander delivery system with the sheath. The patient did not suffer any injury. After the withdrawal, severe damage was observed in the middle of the sheath. A second 26mm sapien 3 ultra was successfully implanted. The patient was stable. Per pictures provided, a torn sheath liner and sheath liner strand were observed.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Corrected section h6- component code. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated and revealed the following: sheath liner was partially delaminated. Sheath liner was torn, and liner strands were present. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for resistance between system components leading to inability to advance through the sheath was confirmed based on evaluation of the provide imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as the patients access vessel presented moderate to severe vessel calcification and severe tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Also, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaints for torn sheath liner and sheath liner strand were confirmed based on evaluation of the provide imagery. Available information suggests procedural factors (excessive manipulation) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.